Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the blade has left some metal flakes into the joint. The joint has been cleaned up. No significant delay or patient injury reported.

Manufacturer narrative:
One single 72201509 disposable 2.9mm full raduis mini magnetic abrader blade returned. These are sold as a box of six. This product is not intended to be or tested to be sold individually. The complaint stated: "it was reported that the blade has left some metal flakes into the joint. The joint has been cleaned up." The blade is in relatively good condition with exception of small dings on the blade bulb edges and skiving wear bands around the outer surface of the inner blade shaft. The degradation of the surface creates fine light metallic debris. This is a small scale device which is not intended to have excess pressure applied. No root cause related to the manufacture of the device was confirmed. Complaint history search revealed no other complaints for this production lot.